Event description:
Bipolar cord plugged into unipolar outlet. The end of the unit burned a small burn on the pt's upper thigh. Of note: the pedal for activation was not near anyone's foot-and it had not been activated.